Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs and performance testing confirmed the device failure to pass its internal self-test and an "incorrect-circuit" alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective expiratory flow sensor. The expiratory flow sensor and air inlet filter were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to pass its internal self-test and triggered an "incorrect-circuit" alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement.